Event description:
The hill-rom field technician reported that the brakes would not hold on this bed. He found that the casters were worn due to the age of the bed. The casters and associated hardware were replaced to correct the issue. No adverse events were reported.